Manufacturer narrative:
Interrogation of the device revealed it was at eri (or eol) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and no anomalies were found.

Event description:
The event is in reference to MDR 2017865-2017-35329. It was reported that high voltage lead impedance had reached the programmed lower limit to 30 ohms. The right ventricle (rv) to can and superior vena cava (svc) to can measurements have trended down in one year. The rv to svc vector had been constant. No intervention was performed to address the impedance issue on the device. However, the device was explanted due to normal elective replacement indicator (eri) on (B)(6) 2018. Patient was stable.